Event description:
The customer reported that the system failed to power up and boot to a usable state. No patient or user injury was reported.

Manufacturer narrative:
The customer cancelled the service call. No additional service information was provided.